Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he has peritonitis and is not able to travel at this time. The patient needed to cancel the order being delivered to maryland. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of abdominal pain. The patient had a pd culture obtained (the same day) which was positive for growth of the bacteria staphylococcus epidermis. The patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy utilizing vancomycin and fortaz (dosing not provided) intra-peritoneal (ip) on an outpatient basis. The nurse reported that the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.